Event description:
The customer reported that the device is not recognizing the battery. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
This is a duplicate of 1218950-2017-01484. This emdr was sent as a complete in error instead of follow up.